Event description:
Ous MDR - after an implantation time of about 13 months, pauses of up to 3 seconds in the long-term ECG were reported. No worsening of the patient's state of health was reported. The pacemaker was explanted.

Manufacturer narrative:
The visual analysis of the pacemaker showed scratches on the pacemaker housing. The lead attachment screw for the lead contact showed nothing unusual in the analysis. The screw could be easily screwed in and out. The spring element also did not show any anomalies in the analysis. It was noted in the incoming goods inspection that the pacemaker was programmed to vvvi mode with 60 ppm and with 2.5 v at 0.4 ms. The pacing and sensing polarity was set to unipolar. The test of the output signal showed that the pacemaker paced as programmed. The interrogation of the pacemaker showed that the pacemaker had been in eri mode since (B) (6) 2009 (after the explantation) due to storage at low temperatures. The pacemaker underwent a complete function test, and nothing unusual could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. In the further course of the analysis, the pacemaker underwent a long-term pacing test. It showed that the pacemaker worked without pacing interruptions. In summary, the analysis results do not indicate any material defect or manufacturing error. The pacemaker is within all specifications. A cause for the pacing loss mentioned in the complaint could not be found during the analysis.